Event description:
Our rep is reporting to us that a patient underwent a successful acl repair with the use of rigidfix for fixation on (B)(6) 2011. At a subsequent routine follow-up exam, the surgeon noted via an x-ray that there was what appears to be some portion of the rigidfix guide sleeve lodged in the patient's condyle; for whatever reason, the damaged instrument was not noticed at the surgery of (B)(6) 2011. At this point in time no intervention is planned; the patient is fine, feels no pain or discomfort, no adversity envisioned and the fragment is well captured in the bone.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; however, historically this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.